Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient underwent a surgical procedure on (B)(6)2018 due to dbs extension high impedance reading. Intraoperatively, physician disconnect the right extension from ipg and reconnect, however the issue persisted. Physician then proceeded to replace the extensions which resolved the issue.